Event description:
Customer reportedly obtained results of 300 mg/dl, 128 mg/dl, and 124 mg/dl on the compact system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replace was sent.